Event description:
It was reported that the patient presented for an implant procedure. During procedure, it was noted that the lead was unable to take a proper "u" curve. The lead cannot be implanted. There was no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of unable to implant was not confirmed. Final analysis found the complete lead was returned in one piece. Visual examination and electrical testing were normal with no anomalies found.